Event description:
At about 3 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants and implanted permanent hardware. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 21 april 2023. Lot 2236608: (B)(4) items manufactured and released on 04-nov-2022. Expiration date: 2027-10-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional involved implants: batch review performed on 21 april 2023 on moto partial knee 02.18.if3.09.lm tibial insert fix s3 lm - 9mm (k162084) lot. 2207120. Lot 2207120: (B)(4) items manufactured and released on 15-june-2022. Expiration date: 2027-05-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Batch review performed on 21 april 2023 on moto partial knee 02.18.tf3.lm tibial tray fix cemented s3 lm (k162084) lot. 2219843. Lot 2219843: (B)(4) items manufactured and released on 02-dec-2022. Expiration date: 2027-11-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.